Event description:
The device was removed due to an "infection". Additionally, the physician/surgeon stated, "no fluid in system". As reported to co, the entire device was removed, however upon receipt, the pump, reservoir, assembly kit component and only one cylinder were returned. Records obtained through device tracking system, would indicate that both cylinder were initially implanted.